Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose and received a no delivery alarm during basal delivery. Customer would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 453 mg/dl. Customer indicated that there was a leak in the reservoir on the side where the plunger goes and was able to smell insulin. Troubleshooting was unable to be performed as customer discarded the reservoir and installed a new one. Customer was advised to follow up with doctor regarding the high blood glucose.